Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the implantable cardioverter defibrillator (ICD) stored episodes inquiring about the number of shocks device delivered. The electrogram (egm) showed patient appeared to be in a supraventricular tachycardia (svt) that was mostly correlated. The device had delivered 5 bursts of anti-tachycardia pacing (atp) and 6 shocks. Therapy was exhausted. No additional adverse patient effects were reported. This ICD remains in service.